Event description:
The pt was implanted with an adjustable implant on 6/11/96. Subsequently on 11/4/96 the physician noted that the left prosthesis had migrated outside of the pocket. No add'l info regarding this occurrence the physician noted is available at this time.